Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with unstable angina and abnormal results of a stress test the target lesion was a de novo lesion located in the mid left anterior descending(lad) with 95% stenosis and was 31mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 3.00x32mm promus element plus stent, which covers proximal as well as mid portion of lad. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was hospitalized due to unstable angina. The patient was also noted to have some possible claudication and uncontrolled hypertension. Subsequently, coronary angiography was performed and revealed 95% isr of the previously implanted 3.00x32mm promus element plus stent in proximal lad. The isr was then treated with balloon angioplasty and placement of a 3.0x15mm non-bsc stent in overlapping manner with the study stent, resulting in 5% residual stenosis. Post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.